Event description:
While inserting the arthrex fibertak suture anchor to the right knee surgical site, the end of the insertion device broke in to two. The broken piece was retrieved from the right knee, x-ray images of the right knee surgical site were taken and sent to be read by radiology. Radiology read the images as clear.